Event description:
Pt was implanted with ncp system in 2000. System was activated in 5/00, at which time pt could detect that the device was working. The following day, the pt could no longer detect stimulation. Diagnostic testing a few days later indicated high lead impedance. In 6/00, the pulse generator was replaced.